Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer board and retractor band was defective. The field service engineer replaced drawer board and retractor band to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, whole cubie pocket was broken. The customer reported that they are unable to dispense any medication because none of the drawers can be opened, resulting in a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.